Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "early results of large head metal-on-metal hip arthroplasties," which aimed to analyse the short term results and complications of metal-on-metal prostheses. Five patients identified in the article experienced trochanteric fissures which were treated conservatively. There has been no further information provided and the patient outcome is unknown.